Event description:
Related manufacturer report number: 1627487-2022-02053. It was reported that a portion of the patient's lead remained in the patient after the patient's system explant procedure on (B)(6) 2022 (manufacturer report number: 1627487-2022-02042). Further follow-up is pending. It is unknown which lead remains in the patient therefore both are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.